Event description:
A consumer reported a 3 hr procedure to have essure inserted on (B)(6) 2013. Almost immediately after insertion she experienced fever up to 104 (with chills and shaking), excessive bleeding with large clots and feeling like a knife was stabbing inside her. About 5 days after insertion, she went to the ER and was told she had a urinary tract infection. She went back to her physician (2 weeks post op.) And he told her she should not have essure implanted because she is an autoimmune pt. A physician confirmed the removal of essure via laparoscopy. He also stated that he cannot confirm anything else having to do with the case. He stated that the pt was "adamant to have" essure removed. Reporting doctor feels that essure was removed too soon. He was aware of (but could not identify) another doctor urging the pt to have essure removed as, in this md's view, the pt' events were related to essure.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs